Event description:
Unexpected death at home was reported. Cause is unknown and under investigation by the medical examiner.

Event description:
Unexpected death at home was reported. Cause is unknown and under investigation by the medical examiner.